Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2015; dtba1d1 device, implanted: (B)(6) 2015. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) longevity did not meet expectations and the left ventricular (lv) lead and low-voltage epicardial lead exhibited high pacing thresholds. The lv lead and epicardial lead were capped and replaced and the crt-d was explanted and replaced. No patient complications have been reported as a result of this event.